Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the inner packaging the balloon allegedly was not attached to the balloon catheter. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: two electronic photos were reviewed. The first photo shows the device laying on a white background. The balloon extends from the catheter/balloon junction. However the distal end of the balloon and the distal end of the inner guidewire lumen are not visible in the photo and are not attached to the remainder of the device. The second photo shows the same portion of the device, however only the balloon and a part of the inner guidewire lumen are visible in the photo. Based on the photos returned, the investigation is confirmed for the reported balloon detachment, as the distal portion of the balloon and guidewire lumen were found to be detached. Conclusion: the device was not returned; however, two photos were provided. Based on the photo review, the investigation is confirmed for the reported balloon detachment, as the distal portion of the balloon and inner guidewire lumen were visibly detached from the remainder of the device. The definitive root cause for the detached balloon could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: - remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: - additional intervention equipment required - luer lock syringe/inflation device with manometer (10 ml or larger). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the inner packaging the balloon allegedly was not attached to the balloon catheter. There was no patient contact.